Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 1138412. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition with minor scratches on the lcd lens screen. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. There was an inoperable optic camflex sensor that caused the reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.